Event description:
It was reported that the zimmer meshgraft ii was not cutting well. It was reported that a portion of the graft was not cut completely through. However, the donor graft was useable and there was no patient injury, medical intervention, or extended procedure time reported.

Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 06/30/1986 and was last repaired on (B)(6) 1994. Eval of the device determined that the cutter, roller and side plates were worn, the device was determined to be within calibration specifications and produced an acceptable sample graft. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. According to the instructions for use, the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.